Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 166 mg/dl, compared with the sensor reading of 60 mg/dl. The customer's most recent blood glucose was 54 mg/dl, and the sensor reading was 95 mg/dl. She stated that she may have slept on the sensor but tries not to. She did not observe any bent sensor cannulas. She was advised to monitor the sensor readings. She removed the sensor and noticed skin irritation and sores at the insertion site.